Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 02 were found which confirms the reported event. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the change of the linear sensor solved the issue, the attached quality control is compliant. The defective linear sensor was replaced and sent back to brézins for further investigation. Upon in brezins, visual inspection found a slight detachment of the sensor from its metal support. Following visual inspection, cross-tests were performed and the reported event is reproduced. Therefore, this complaint is considered as valid and the root cause is likely due to a defective linear sensor, after its degradation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: error 02: linear sensor defective. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.